Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast reconstruction revision procedure with a mentor memorygel breast implant 440cc gel breast prosthesis developed an infection in her right breast. The breast enlarged in size and the patient developed a fever which caused her to go to the hospital. The infection was leaking out of her nipple. The patient reported that she was hospitalized for four days. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.